Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was unable to be calibrated, the stylus and cursor did not align on the screen. The xy printed circuit board/overlay cable/connector was cleaned and reseated and the stylus was then able to be calibrated to the overlay using the 25 point method. It was verified that the calibration stayed steady over 4 days. The hard drive was reconfigured and the software was reloaded and updated. The circuit boards and mechanical parts were inspected and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "optical pencil" (stylus) was unable to be calibrated. The programmer was returned for service and a test and calibration procedure. No patient complications have been reported as a result of this event.